Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had a burn hole in the cable covering/hose. It was not reported if there were any delays to the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was damage which was indicative of allowing the cord to come into contact with some sort of heat source. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.